Event description:
It was reported a pt's "wound spontaneously opened and drained 6 weeks after xrt [radiation therapy]. It is healing very slowly." Treatment included oral antibiotics "while the balloon was in place." Additionally, it was reported that the pt had "at least 1cm of skin spacing between the balloon and the skin." We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Date of event not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review could not be conducted for the mammosite device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the mammosite system. If additional relevant info is received, a supplemental medwatch will be filed.